Event description:
It was reported that during an unknown procedure, the instrument had the teflon part fall into the pt. The teflon part had been removed from the pt without any consequences. Customer cannot provide any more details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Date sent: 03/13/2009. Info anticipated, but unavailable at this time.